Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - low telemetered battery voltage; on (B)(6) 2010, the battery voltage with telemetry was 1.95v and the daily measurement was 2.90v. Analysis of the returned device showed the incorrect telemetered battery voltage measurements were the result of high internal battery resistance.

Event description:
It was reported there was a variability in the device daily battery voltage measurements. A current device interrogation showed a measurement of 2.62v and then at the end of the device check the battery voltage was 1.95v. The device was pacing in ddir mode. It was also reported it may be related to a higher than expected battery impedance. The device was subsequently removed and replaced noting eri (elective replacement indicator). No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010 the battery voltage with telemetry was 1.95v and the daily measurement was 2.90v.

Event description:
It was reported there was a variability in the device daily battery voltage measurements. A current device interrogation showed a measurement of 2.62v and then at the end of the device check the battery voltage was 1.95v. The device was pacing in ddir mode. It was also reported it may be related to a higher than expected battery impedance. The device was subsequently removed and replaced noting eri (elective replacement indicator). No patient complications were reported as a result of this event.